Event description:
It was reported that the patient had a rash at the ipg site and the physician determined that this was contact dermatitis. The patient was prescribed with a topical cream.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.